Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis investigations of the returned unit confirmed the customer reported complaint. The iesu generator was analyzed and found to have error m-02-3 during boot up. The unit would be returned to original equipment manufacturer (OEM) for repair. The complaint regarding fenestrated bipolar was not delivering energy was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Cosmetic damage was found on integrated electrosurgical unit (iesu). Bezel, adhesive and screws will be replaced to resolve the damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on the field evaluation, the fse replaced the integrated electrosurgical unit (erbe) to resolve the issue. The system was tested and verified as ready for use. The erbe was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: the customer reported that the fenestrated bipolar was not delivering energy after the start of the procedure. The erbe was replaced to resolve the issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the customer called intuitive surgical, inc. (Isi) and informed the technical support engineer (tse) that during the case the fenestrated bipolar forceps instrument was not delivering energy. Prior to calling, the customer replaced blue bipolar cables with no change. The tse assisted the customer through rotating the bipolar cable at the vio dv 2.0 integrated electrosurgical unit (erbe) to proper orientation with no change. The tse observed error 1-71 and m-02 in the erbe logs. The tse assisted the customer through power cycle of the erbe and the reported problem was resolved. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.